Event description:
The explanted products were received and underwent analysis. The entire lead was not returned. Dried body fluids were observed inside the inner silicone tubing however no points of ingress could be observed other than openings made during explant. No anomalies were observed in the returned portion. The returned generator performed to specification and no anomalies were found. The setscrew, septum, and torque wrench were not returned with the generator so the condition of these portions of the generator could not be verified.

Event description:
It was reported that during surgery to replace the patient's vns generator due to end of service, the physician was concerned that the setscrew may not have been torquing on the new generator and fractured the lead as a result. The torque wrench loosened the previous generator's setscrew without issue and the generator was removed, however, when the new generator was placed on the lead and the setscrew was attempted to be tightened, the surgeon became concerned because she did not hear an audible click from the torque wrench. The surgeon indicated that she did not believe the setscrew was turning. The surgeon attempted to unscrew the setscrew however this reportedly did not work either. The surgeon then forcefully attempted to pull the lead from the generator however this resulted in the silicone boot being stripped off the lead in the area of the connector pin and the lead wires being exposed. Diagnostic testing prior to the surgery was within normal limits. The patient's lead and generator were replaced with back-up products. Diagnostic testing with the new vns lead and generator was normal. Attempts for additional information and the return of the lead and generator have been unsuccessful to date. No adverse events have been reported as a result of the issue.

Manufacturer narrative:
Some portions of the generator were not returned for analysis including the suspect components. The returned components did not show any anomalies. Since the suspected portion of the generation was not returned, the condition of those components can not be verified. Type of report, corrected data: initial report inadvertently did not indicate "30-day."